Event description:
It was reported that, during in in-clinic follow-up, increased high voltage lead impedance values were observed on the right ventricular (rv) lead. The suspected cause of the event was rv lead fracture, which was not confirmed with diagnostic imaging. The rv lead was capped and replaced to resolve the event. The patient was stable.